Event description:
The pt's family member called to report that pt woke up about 6:30am and said they didn't feel well. Family member used the suspect device to check the blood glucose and obtained a result of 150mg/dl. Family member sent pt back to bed and around 8:00am pt awoke and was confused. Pt's blood glucose at 8:00am was 120 mg/dl. 911 was called. Pt's blood glucose was 46mg/dl on the emt's meter. The suspect device was again used and the result was now 90mg/dl. Glucose gel was given and the pt was taken to the ER. Pt's blood glucose was 64mg/dl in the ER. Pt was then placed on a dextrose IV. The suspect device was replaced with new product and authorized for return to the MFR for eval. Glucose control solutions were not in use on the system.